Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(6) the full lead was returned for analysis and no anomalies were found. Blood was observed in/on the helix mechanism.

Event description:
It was reported that during the implant attempt the lead had high impedance in three locations. The lead was not implanted and another lead was implanted. No patient complications have been reported as a result of this event.